Event description:
Event #1: pt was getting up from commode when one and then both "c" clamps "let loose" causing pt to fall sustaining bruising and pain to both hips. Rptr evaluated clamps at that time, thinking that the cleaning staff hadn't replaced them correctly and she then firmly secured them in place. Event #2: on 4/26/99 pt fell again due to "c" clamp coming loose again. Pt fell forward hitting his head on the door and lacerating his penis on the commode seat. The laceration was approximately 1 1/2 inches in length circumferentially. His estimated blood loss was less than 100 cc. He also sustained add'l bruising and pain to both hips. He was seen in the hosp ER for x-rays and a urology consult was done. Initially the penile laceration was treated with glue, but it later re-opened and is being treated with wet-to-dry dressings. The rptr believes that this particular device is defective or that it is of poor design.